Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece measuring 39.8 cm. Internal insulation abrasion was found at 10.5 - 11.7 cm from the distal tip breaching the re cable lumen. External insulation abrasions were found at 38.4 - 38.6 cm and at 38.8 - 39.1 cm from the distal tip breaching the re lumen consistent with friction to the device can. The re etfe cable coating was intact in these locations.

Event description:
This report is to advise of an event observed during analysis.